Event description:
It was reported that the surgeon was performing a bowel resection and was attempting a transanal end-to-end reanastomosis. The device fired without incidence. There was resistance when trying to remove the device from the bowel. The anastomosis tore as device was removed. The surgeon hand sutured the tear and reinforced the anastomsis. Or time was extended.